Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the shaver inner component broke. The procedure was completed successfully. The metal fragments located in the joint area were aspirated and removed.

Event description:
It was reported that the shaver inner component broke. The procedure was completed successfully. The metal fragments located in the joint area were aspirated and removed.

Manufacturer narrative:
Alleged failure: shaver inner component broken.¿the procedure was completed successfully. The metal fragments located in the joint area were aspirated and removed.¿ the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be that the blade came in contact with a hard object, causing damage to the teeth and hitting the housing edges. Other possibilities of unintended excessive force applied by the user include (bending or prying). The product was returned for investigation and the failure mode will be monitored for future reoccurrence.